Event description:
It was reported that the 9800 system was missing cine runs from the pt directory. No pt injury was reported.

Manufacturer narrative:
A ge svc rep performed an on site investigation. The collimator was replaced at the customer's request. The cine drive was replaced during the svc call. The system was tested and found to be working as intended and put back into svc.